Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridges passed visual inspection; no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. A fill test was completed with no air bubbles being formed inside the cartridges. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridges. A force test was performed and no failures were found during testing.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that she filled her cartridge twice and both times insulin "disappeared" and does not know where it went. She reported, she filled the cartridges to 200 units but then the pump showed 11 units in cartridge. She felt the connection at the cartridge and tubing and it was not wet. She stated, the back of the cartridge plunger and the opening of the cartridge chamber felt sticky. She reported that when she originally went to load the cartridges, both of them were difficult to load. Customer support assisted the patient with filling a second cartridge and she primed 44 units but did not see drops. She reported that the connection of the cartridge and tubing was wet and there was insulin is on her table. She reported that she does have arthritis in her thumbs but reported that the connections were tight. Customer support had her remove cartridge and try to tighten the connection with use of a paper towel or tissue but she stated it was tight. Customer support advised the patient to follow up with a diabetes educator to review the issue. This report is made based on the allegation that an animas product may have malfunctioned.